Event description:
The customer reported that insulin squirted out during the manual prime process. The blood glucose reading was 270mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk and alarmed during the prime test due to the drive support disk being protruded. Further testing could not be performed due to the loose drive support disk. The device was received with broken belt clip slot.